Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom us acetabular component 48/42 h on the left side on (B)(6) 2009. To date, the pt has not been revised. The pt is currently being monitored due to unk reasons. It was also reported that the pt had avascular necrosis, osteoarthritis and a long-standing experience with hip pain bilaterally with more pain on the left than on the right.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).